Event description:
It was reported that when the patient was seen for a wound check one week post implant, several episodes of non-sustained rv oversensing were observed due to post-paced t-wave oversensing. No programming changes were made; patient has not had issues since.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.